Event description:
Customer stated, "felt like a shock when it was on me and then it stopped working, then I took the switch apart and there were burn marks inside the switch, along the internal wires. I also cut open the pad." The product was returned for investigation. The customer did not seek out medical attention. An investigation was done to look into the customers complaint. The investigation found that the pad covering was discolored along the heater wire. This was caused by the customer laying on the pad during use. The customer was misusing the pad. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds". The investigator found no evidence of sparks. The thermostats were bent and discolored. The leads were also bent or discolored. The switch was opened and investigated and there were no signs of anything burnt within the switch.